Event description:
It was reported prior to using bd vacutainer® k2e plus blood collection tubes there was 1 tube with an incorrect color hemogard closure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of these photos indicated that an incorrect cap (light green) had been applied to the k2edta tube (light purple). Upon visual inspection of 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.